Event description:
Tech alleged that the left intermediate siderail was not latching into up position.

Manufacturer narrative:
The left intermediate siderail was not latching into up position. Removed center arm cover, latch, latch spring, and pin latch. Cleaned all components and reinstalled to resolve this issue.